Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3, b5, d4 & d8. Correction: information added to b3, b5, d4 (unique identifier (UDI) number) and d8 as this was inadvertently missed on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a failure of the circuit board. However, the specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic hernia (gastrointestinal surgery) procedure. The procedure was completed successfully with the subject device.

Manufacturer narrative:
The device was returned and evaluated and was confirmed as only the right front panel went completely dark and became unusable with only the power switch was glowing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the insufflation unit, the right front panel went dark and only the power switch was lit. There were no reports of patient harm.